Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025 the user reported difficulty performing a supply change and stated the cartridge would not fit in the pump. The user was skipping steps in the process and did not insert the cartridge until after pressing and holding. The agent walked the user through the correct steps, insulin delivery was resumed, and bg had reached 259 mg/dl before returning to range. No ems or hospitalization was required.